Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 50 mg/dl. Reportedly, customer believed basal rate needed to be adjusted. Basal rates were adjusted. Customer addressed bg with apple juice.